Event description:
Pt admitted with urosepsis and hypotension. A bardex 18 french foley cath was replaced at the conclusion of a cysto with stent placement in 2001. Stent was placed because of a renal stone. Physician wrote an order to remove the foley two days later. Foley balloon was unable to be aspirated and catheter could not be removed. Percutaneous 22 g needle puncture of balloon was performed, using anterior approach and fluoroscopic guidance. Balloon was punctured successfully and foley was removed without complication. Pt discharged 2 days later in good condition.